Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report the one touch ultralink meter had a display issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter had a display issue and half of the screen¿s characters were not displayed. The patient reported he used another meter to test his blood glucose level and obtained a reading of 91 mg/dl. Afterwards, the patient experienced the symptoms of nausea, vomiting, headache and tested positive for large ketones. The patient contacted his hcp for assistance/advice, and was advised to take an additional dose of insulin via the pump. Troubleshooting revealed there had been no misuse of the meter. The patient did not suffer an adverse event due to the reported meter. The patient had a backup meter to use to test his blood glucose level, his blood glucose level and symptoms were not indicative of severe injury and he received no emergency medical attention. However as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Supplemental information (B)(4) 2013: incident description has been modified. The classification of this complaint has been updated to adverse event. Life-threatening / required intervention. Reportable event type: serious injury.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report the one touch ultralink meter had a display issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter had a display issue and half of the screen¿s characters were not displayed. The patient reported he used another meter to test his blood glucose level and obtained a reading of 91 mg/dl. Afterwards, the patient experienced the symptoms of nausea, vomiting, headache and tested positive for large ketones. The patient contacted his hcp for assistance/advice, and was advised to take an additional dose of insulin via the pump. Troubleshooting revealed there had been no misuse of the meter. The patient allegedly suffered symptoms suggestive of severe hyperglycemia after the meter display issue occurred, and received treatment with insulin upon advice of the hcp. Therefore, this complaint is being reported.